Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of their insulin pump having a blank display. The customer states they were having issues with the sensor as well. The customer device is not recognizing any battery and will not turn on. The customer's blood glucose level was unknown. Troubleshooting was conducted. The customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump passed self test and passed off no power test. The insulin pump communicated properly with glucose sensor simulator and display the 100 value properly on the display graph also, the insulin pump was programmed with test glucose meter. The insulin pump had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.